Event description:
After the installation of a bladder sling in 2011, I have been experiencing mild pain with some consistency which feels like a menstrual cramp. This began right after having the surgery and continues, more than a year later. Reason for use: incontinence.